Manufacturer narrative:
The complaint description states that the surgeon tried it serval times abortive to insert the pe on the epiphyse. Pe looks like to big. The proximale humerus shaft has broken. Only the pe cup associated to the complaint was returned for analysis. The product had been check dimensionnaly and functionnaly. The pe cup is compliant except the damaged part (due to attempts of impaction). The DHR analysis performed for the pe cup did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 25 january 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 15/02/2016.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
High mobility humeral pe dia 42/+6 (item number 130742006 - lot: 5202807) couldn't insert on ephiphyse modular cementless (item number 130720203 - lot: 5249940). The surgeon tried it several times abortive to insert the pe on the epiphyse. Pe looks like too big. The proximale humerus shaft has broken.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.